Event description:
Hill-rom received a report from the account stating the head section would not lower when CPR lever was used. The bed was located at the hill-rom svc ctr. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the rubber seal on the valve was dislodged. The account replaced the CPR valve to resolve the issue. Based on this info, no further action is required.